Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One assembled 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A reddish marking or residue was observed near the 20 and 25 cm depth markers. Tensile weakness was observed in the catheter from the 38 cm depth marker to the distal end of the strain relief, and slight tensile weakness was found at the 25 cm depth marker. The catheter was flushed and pressurized with a 12 ml syringe of water; however, no leaks were found. The catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned catheter, other than the tensile weakness mentioned above. A lot history review (lhr) of redn1225 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent PICC placement above the elbow under the guidance of ultrasound on (B)(6)2019 . The insertion went successfully, with 39 cm of the catheter inside the body and no adverse reaction. Exudation was found at the puncture site during dressing change and catheter flushing on august 16. No sand hole was found when 2 cm of the catheter was removed. Longer catheter was withdrawn and sand holes were discovered around 20-25cm. Due to too long of the catheter was removed, it was impossible to infuse chemotherapy drugs properly. As a result, the catheter was removed and a new one was inserted at a different site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent PICC placement above the elbow under the guidance of ultrasound on (B)(6) 2019. The insertion went successfully, with 39 cm of the catheter inside the body and no adverse reaction. Exudation was found at the puncture site during dressing change and catheter flushing on (B)(6). No sand hole was found when 2 cm of the catheter was removed. Longer catheter was withdrawn and sand holes were discovered around 20-25cm. Due to too long of the catheter was removed, it was impossible to infuse chemotherapy drugs properly. As a result, the catheter was removed and a new one was inserted at a different site.